Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, and missing address/serial number label. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have been exposed to sweat. Customer's blood glucose was 230 mg/dl. Customer also reported that end cap sticker was missing. After troubleshooting, customer was advised that insulin pump would need to be replaced.